Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Air removal the tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly the customer did not remove residual air from the cartridge before loading. Customer¿s blood glucose level was 220 mg/dl. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available. It was also reported that the pump touch screen had pin pricks on lock screen. Reportedly, customer continued to use the pump for insulin therapy.